Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to suspected clavicular crush. When the lead was tested on a pacing system analyzer (psa), it was unable to capture the tissue. A new rv lead was placed. No additional adverse patient effects were reported.